Manufacturer narrative:
A supplemental MDR will be submitted upon completion of the investigation and/or receipt of new information.

Event description:
On (B)(6) 2020, a us customer reported that a male patient had vascular lesion removal with gmax-pro yag "one month ago." One month later, patient "still had redness" and some "indentation/scars at the nose." Customer reported that the patient said he had blisters after the treatment but did not report to customer "until now." Customer reported that the patient had an initial treatment at the same settings in july with "very good results." No treatment parameters were reported. Per clinical review on 11/17/2020, it was discussed that there are multiple factors that could impact this treatment including the size of the vessel, the chromophore, the treatment parameters and cryogen settings; insufficient information available. Additional information solicited. This is a known potential side effect of treatment. Per medical director, the scar may improve, but this outcome to the nasal ala area would be related to fat atrophy.

Manufacturer narrative:
No further information received after efforts to follow up with the customer; due diligence effort exhausted. The case will be reassessed upon receipt of new and/or relevant information. The alleged device was not reported or returned to manufacturer. It cannot be determined if the equipment was operating within specification because the account name and/or device serial number was not provided. Information on system settings/techniques is unavailable. Therefore, it is undeterminable if the customer performed a test spot, used the correct system settings/technique as described in the treatment guidelines for the device in use. As a result, the investigation findings do not lead to a clear conclusion about the cause of the reported event. Therefore, the cause for this event is not established. The gentlemax pro laser operator's manual warns: use of a delivery system/handpiece with problems could result in adverse effects such as burns, scarring (hypertrophic or atrophic), or hyper/hypopigmentation. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Candela exhausted its due diligence efforts in trying to obtain more information. A review of the device risk management file reveals no new harm, or hazard, and no change to risk rating. Field h6 component code was left blank due to the fact that it was not determined if the device resulted in the adverse event and the component code 1023 was not available in esubmitter